Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with a failed battery test alarm, rejected new batteries, had physical damage that made the display hard to read, was squirting out insulin during priming, had a loud motor, got random no delivery alarms, and the reservoir was loose inside the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime or a33 test and excessive no delivery test. Unable to perform basic occlusion, occlusion test and delivery accuracy test and unable to confirm drive or motor anomaly due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Device passed a21 error test and all operating currents tested within the spec range. Device was monitored and tested with no failed battery test alarm noted. Device received with reservoir tube lip completely broken off and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the reservoir was unable to lock properly in to the place when inserted in insulin pump.